Event description:
It was reported that, "pt complaining of a lot of pain and knee swelling. Pt is currently in a brace and under doctor care."

Manufacturer narrative:
Although we have not yet received add'l info about this event, it has been decided to report under MDR since the pt has reported pain and is wearing a brace, indicating impairment. Similar events have resulted in revision and were reported as serious injuries. Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.